Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that it was so hard to get her device to charge, it took hours and hours. The patient reported that a manufacturer¿s representative (rep) told her about adhesive discs. The patient reported that she had not made the rep aware of her difficulty charging and had been dealing with it on her own. No further complications were reported.